Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any it was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. The product was not requested to be returned. In this case there is no possibility to test the worn pod for any issues that may have caused the skin redness. Once the pod is worn, it is exposed to a broad range of contaminants that patients encounter every day such as soap, shampoo, skin cream, and the environment. This makes analysis unreliable as the adhesive pad, being a woven material, can absorb or retain traces these items.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient reported that they did not feel the pod was working to deliver insulin properly. The pod was removed because of this. The patient stated that their blood glucose was fine when they went to bed but woke up feeling bad and feels the insulin may not have worked. Patient also claimed there was meter issues as well. Patient was treated with intravenous therapy with fluids.